Manufacturer narrative:
(B)(4). Surgeon notes there was a wound dehiscence occurred at some point. There was washouts (I&ds) performed & antibiotic treatments given till revision was done. Infection (klebsiella) was cultured from the acetabulum only. Infection occurred within 1 yr post procedure. Klebisella is a known bacteria to be related to joint infections, as well as pneumonia, urinary tract infections and blood infections. It is unknown if the patient had an existing infection while the initial procedure was performed, which could be a contributing factor as well as patient was noted to be morbid obese, which increases the risk for infections post op. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000662 g7 pps ltd acet shell 50d lot# 6289152. Item# 010000856 g7 neutral e1 liner 36mm d lot# 6289818. Item# 51-130100 tprlc 133 fp 12/14 bm so 10.0 lot# 6246373. Item# 010000996 g7 screw 6.5mm x 15mm lot# 3716836. Item#650-0836 biolox delta modular ceramic head 32mm-4mm neck type 12/14 taper lot# 2018012043. Report source: foreign source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01367, 0001825034-2019-01364, 0001825034-2019-01363, 0001825034-2019-01362, 0001825034-2019-01365.

Event description:
It was reported that patient underwent a hip arthroplasty revision due to infection approximately 9 months post initial implantation. Patient was reportedly treated with multiple washouts and antibiotic treatments without success, prior to explantation of the implants. Patient subsequently passed away a few days after the revision procedure due to the infection.